Event description:
During a turbt (trans uterine resection of bladder tumor), the ceramic tip on the inner resectoscope sheath broke off and was retrieved with a grasper forceps. There was no delay in surgery. There was no consequences to the pt. During the same procedure, another sheath of a different type was used and the same occurred. The ceramic tip was retrieved with a grasper forceps. There was only one pt involved. There was only one event date. There was no further info provided.

Manufacturer narrative:
Model # 8661.3741 resectoscope sheath, lot # m763450 was the other sheath that had ceramic tip breakage. The 8661.3741 resectoscope sheath was manufactured february 2006. The same evaluation codes apply for both sheaths. 8655.3841 - rectoscope inner sheath. 8661.3741 - resectoscope sheath. User facility returned two sheaths for evaluation purposes. Our parent company in a foreign country is the manufacturing site for both sheaths. Visual inspection confirmed a 3mm piece of ceramic tip breakage on one side of the 8661.3741 sheath. The 8655.3841 ceramic tip of the inner sheath was broken in two pieces. When these sheaths are used under normal conditions, the ceramic will not break. Ceramic tips are replaced when worn. Our instruction manual defines the inspection check to be performed before and after each use. We have requested an in service with the staff to be performed at the user facility by a richard wolf rep. Cause of event: use care and handling.